Event description:
Patient had a lead replacement performed. The explanted lead has not been received to date. No additional relevant information has been received.

Event description:
Additional information was received that the referring physician stated high impedance was observed shortly after the generator replacement. Lead revision could not be performed same day so a new lead was implanted on the right vagus nerve. No additional relevant information has been received to date.

Event description:
It was reported that high impedance was observed at generator replacement surgery. The generator was noted to have been replaced due to battery depletion. Additional attempts are being more information. No known surgery to correct lead has occurred to date. No additional relevant information has been received.